Event description:
On (B) (6) 2009, the pt was implanted with two gore excluder aaa endoprostheses. On (B) (6) 2010, a reintervention occurred. The pt was implanted with two add'l gore excluder aaa endoprostheses (aortic extender components). Further investigation is in process.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.